Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl. Customer was treated with bolus. Customer reported that insulin pump had insulin flow blocked alarm. The event was resolved by changing infusions set. Customer declined troubleshooting for high blood glucose level. It was unknown that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.